Manufacturer narrative:
Due to the pump and event logs being unavailable to the service hub for analysis, the customer report could not be confirmed. The probable cause as reported by the customer test report stated, the fluid shield was broken and the repairs will be performed by agiliti technicians. A review of the device's 12-month service history did not indicate a similar event.

Manufacturer narrative:
The device involved in the event was not available for further testing by the manufacturer.

Event description:
It was reported that during use with a plum 360 a 1000 ml fluid bolus was started at 0347 and it was to run at 500 ml/hr over 2 hours. When the pump was checked at 0537 to see how close the bolus was to being done, it was observed that the pump had only infused 497 at that point, and it should have been done at 0547. After verifying that the pump had been programmed accurately and that no one had corrected it for an occlusion. The pump was switched out for another one. The medication that was infused is a rate-sensitive drug. It was reported that the error code was proximal, and the device did not alarm. There was a patient involved however no injury to the patient was reported.